Event description:
The patient has two leads from the same lot number. It was reported the patient had a procedure under fluoroscopy which identified her leads had migrated. Surgical intervention was pending to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.